Manufacturer narrative:
H 11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced high blood glucose event where the patient was hospitalized on (B)(6) 2024. Patient's blood glucose level at the time of event was 1100 mg/dl. The patient took boluses via the pump. At the hospital the patient received intravenous and fluids of saline and insulin and the issue was resolved. The patient was released on (B)(6) 2024. No further information available.